Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.5 - 1.7, (B)(4). No specific date provided. Day following inratio testing. Testing was done three times on inratio with readings that ranged from 1.5 - 1.7. His target range is the standard 2-3.